Event description:
The hosp staff attempted to use the device to administer a synchronized defibrillator shock to a pt (pt details were not reported) using disposable defibrillation electrodes. The device was also connected to a central monitor via a slave cable. The defibrillator allegedly failed to charge to the selected energy of 50 joules. A second lifepak 9p defibrillator/monitor/pacemaker was made available and used. The second device also allegedly failed to charge. A third lifepak 9p defibrillator/monitor/pacemaker was made available and used and the pt was successfully cardioverted. There were no adverse affects to the pt reported as a result of the alleged malfunction.